Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - outer insulation separation. Proximal segment returned and analyzed. Other: the lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. Review of the manufacturer's database revealed the patient had died. Follow up with the hcp revealed there was an infection associated with the left ventricular assist device and the cause of death was "attempted transplant." The hcp reported the death was not related to the generator and lead system. Additional information received reported an autopsy was done with the results being heart with left ventricular assist device, dilated cardiomyopathy with ongoing myocarditis with severe interstitial fibrosis. The final cause of death was multisystem organ failure with the circumstances of "or for heart transplant." Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Insulation, no conclusion can be drawn.

Event description:
The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. Review of the manufacturer's database revealed the patient had died. Follow up with the hcp revealed there was an infection associated with the left ventricular assist device and the cause of death was "attempted transplant." The hcp reported the death was not related to the generator and lead system. Additional information received reported an autopsy was done with the results being heart with left ventricular assist device, dilated cardiomyopathy with ongoing myocarditis with severe interstitial fibrosis. The final cause of death was multisystem organ failure with the circumstances of "or for heart transplant."